Manufacturer narrative:
Additional information added to a3, b5, d6b, and h6 codes. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on 23 apr 2025. On (B)(6) 2025 the nurse went to the hospital where the inner bumper (plate) was removed surgically without incident. The peg tube was replaced using the same stoma site.

Event description:
On (B)(6) 2023 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2025 during a tubing replacement, it was observed that the inner plate of the peg tube was buried. The tubing replacement could not be performed and the patient was referred to the surgical department. It was reported that the peg tube was able to be mobilized despite the buried bumper. No further information was available.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of e2402 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.